Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.